Event description:
It was reported the insulin pump kept alarming no delivery during prime. Customer stated she changed the set and it resolved the issues. Customer declined troubleshooting. Customer also reported issues with the sensor and it alarming during the night. Customer stated she stopped use of the sensor. Customer declined troubleshooting. Customer stated that alarms or issues did not cause her a serious injury or visit to the hospital or emergency room. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.